Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor was not flashing any light. The customer stated that when she went to insert a new sensor, the sensor did not blink when the transmitter was connected to the sensor. The customer's blood glucose was 38 mg/dl. The customer treated herself with juice. Troubleshooting was done. Nothing further reported.